Manufacturer narrative:
This report is submitted on september 18, 2023.

Event description:
Per the clinic, the patient was treated with steroid injection (specific date and duration not reported) in order to thin the skinflap. Additional information has been requested but has not been made available as of the date of this report.